Event description:
The customer reported a solid red x with chirp and failed op-check.

Manufacturer narrative:
The customer reported a solid red x with chirp and failed op-check. The device was evaluated by philips, and the symptom was verified. Multiple parts were replaced to resolve the issue. We will consider this as a malfunction but we cannot determine the cause as multiple parts were replaced.